Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately thirty-five minutes into the procedure, the prolieve system received a low water level reading. The physician discovered the prostatic dilation balloon leaked. The procedure was completed with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device, and the cause for this event.